Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received occlusion alarms. No issues were observed with the cartridge, infusion tubing or cannula at the time of these alarms. Customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Correction boluses were delivered and a manual injection was administered to address bg. Subsequently, the customer went to the emergency room (ER) and was hospitalized. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer reverted to an alternate pump for insulin therapy.